Event description:
During transportation of pt on lift bath trolley, pt weight shifted to one end of lift. The lift tipped over with the careprovider trying to stop it from falling over. The careprovider injured herself. Soreness and bruises to the left arm, left knee, right foot and lower back.